Manufacturer narrative:
During the evaluation by a field service technician for an unrelated issue, smoke was observed coming from the power distribution pc board assembly. The board assembly is an internal component that is not accessible to the patient or user, during normal operation of the rover. Due to various other mechanical issues found during the device evaluation, the rover could not be repaired and was removed from use.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, an internal printed circuit board assembly began smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.